Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump received with partially broken retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, peeling serial number label, and minor scratched lcd window. Unable to perform the displacement test, occlusion test, or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a damaged reservoir ring. Caller stated that the reservoir had to be filled in excess in order for the customer to get enough insulin. The customer's blood glucose was unknown. Troubleshooting was completed and no other issues were found. The insulin pump will be returned for analysis.